Event description:
It was reported that during a routine follow up an error code was displayed involving this device as well as out of range shock impedance measurements. The patient was awaiting an x-ray. A review of the device data by technical services (ts) noted that a possible electrode malfunction could be present and also noted that the power consumption with this device was increasing abnormally and was consistent with premature battery depletion. The system was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. The allegation of high shock impedance measurements and an error code was not confirmed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a routine follow up an error code was displayed involving this device as well as out of range shock impedance measurements. The patient was awaiting an x-ray. A review of the device data by technical services (ts) noted that a possible electrode malfunction could be present and also noted that the power consumption with this device was increasing abnormally and was consistent with premature battery depletion. The device was explanted and returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.